Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device is unable to perform fluoroscopy and exposure. Upon further inspection, the fse found that the problem with fdc. The fse replaced the fdc. After replacement fdc, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It has been reported to philips that exposure was not possible. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that fdc (detector controller) was failing. The fdc has been replaced that the system was returned to use in good working order.